Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that usually wears the product for 7 days and has no issues removing the product. The last little while he has been having issues removing the center mass. He says it is so hard to get off that it is making his skin red. Using coloplast remover and barrier wipes. Product use and skin care instructions provided.